Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors had a damaged fill port. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two actual devices were received for evaluation. Visual inspection observed that the housing was malformed which caused the white coil cap to separate from the housing. When the housing is malformed, particularly at the neck area of the housing, the coil cap no longer fits and this would cause the coil cap to separate from the housing. The reported condition was verified. The cause of the malformed housing was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.